Event description:
According to the customer, on (B)(6) 2026 the device began to "leak" medication and intermittently dispense "mist." The customer reported that his alternative device is not functioning and he is missing "albuterol" treatments and is experiencing increased shortness of breath due to "asthma" and "copd".

Manufacturer narrative:
According to the customer, on (B)(6) 2026 the device began to "leak" medication and intermittently dispense "mist." The customer reported that his alternative device is not functioning and he is missing "albuterol" treatments and is experiencing increased shortness of breath due to "asthma" and "copd". No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.